Event description:
It was reported that during a laparoscopic cholecystectomy, the devices were fired and clamped down and the device would not open. Devices were left in the office with no info. Unk how the devices were removed. Unk how the case was completed, but it is assumed another device was opened. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated; but unavailable at this time.